Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient alleged that pump was alarming or beeping. The sound was consistent with pump alarm. Patient missed scheduled refill. Patient said that his pump "went bad before its time and im getting a replacement in (B)(6)". Patient said he was due for a refill but the healthcare professional (hcp) where he was vacationing wouldn't see him. Patient said he was due for a refill on his pump and needed to find a hcp very quickly as he was worried about withdrawal. He said he wasn't currently in withdrawal but was concerned about this possibility. Patient said he was overdue for a refill and said he "thought it would be ok since the pump was only running at 70 percent of what it should be but I guess not". Patient asked if he should take morphine pills to offset withdrawal if this happened. Patient said that it was discovered in (B)(6) 2017 by his managing hcp that his "pump battery is going, and the battery is running out" and said "the hcp told me its only running at 70 percent of what it should be the hcp said". Patient saw the hcp at his home in operation room but was currently traveling. Patient said he started hearing a critical alarm from his pump last night, at 8 pm. No further complications were reported.